Event description:
I was implanted in 2008. I slowly started to feel abdominal pain and had worsening periods. After a few years my periods were awful. Heavy bleeding for several days. Very large clots. Migraines often. Then my body started to swell. I had severe inflammation. Everywhere, I went to several drs but no one helped me. I lost many days of work. I lost jobs because I was not able of work. I started to get rashes that would come and go. I had a hysterectomy in (B)(6) 2019. After that my symptoms slowly went away. I still have very much hair loss and occasional migraines. But I feel much more human. FDA safety report ID# (B)(4).